Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was confirmed that the patient died at home due to a cva. The investigator assessment states that the event is not related to the device or procedure.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 65 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 25.2 mm, proximal diameter of non-aneurysm aortic neck was 22.5 mm, distal diameter of non-aneurysmal aortic neck was 21.3 mm, diameter of right iliac artery was 13.5 mm, diameter of left iliac artery was 10.3 mm, diameter of right femoral artery was 9.8 mm, and diameter of left femoral artery was 10.9 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that the patient suffered vascular complications (arterial occlusion). The patient had an occlusion of the left sub clavian artery. The patient had no symptoms but it was seen on CT scan. An attempt of recanalization of the artery subclavian failed and the physician decided to stop the operation. There was further treatment with medication given to the patient. A bypass surgery was planned and the patient left the hospital the next day in good condition. Approximately three weeks from the index procedure, a carotid-subclavian bypass surgery was performed. The event resolved and the patient recovered the same day. The investigator assessment states that the event is not related to the device or procedure. Cardiac complications were reported and the patient was implanted a vvvi-ICD approximately three years from the index repair to prevent problems in the future. The event resolved and the patient recovered. The investigator assessment states that the event is not related to the device or procedure. It was reported that the patient exited the study four years post index repair due to death. No autopsy was performed and death report is not available. The cause of death is unknown.